Event description:
It was reported that this implantable pacemaker had a remaining longevity of 1 year. The physician inquired about the battery status. Power consumption was borderline high, primarily due to atrial pacing. Additionally, the physician requested a pacemaker data analysis. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker had a remaining longevity of 1 year. The physician inquired about the battery status. Power consumption was borderline high, primarily due to atrial pacing. Additionally, the physician requested a pacemaker data analysis. This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information received which indicates that this pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.